Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the provided pictures identified the explanted liner, bearing, head and stem components. The liner can be seen with some damage to the rim and scratches present on the inner surface. No further observations could be made based on the images alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of the available information indicates the device was released in a conforming state and is functioning as expected per the documented design requirements. No device failure was identified. The reported event was a dislocation between the bearing and the head components. Any separation occurring with the liner component would be secondary to the bearing and head separating. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). D10: vivacit-e dm bearing 28x44mm. Item: 110031012. Lot: 65323771. Bioloxâ® delta, ceramic femoral head. Item: 00877502803. Lot: 3127966. G2: japan. The customer has indicated that the product location is unknown and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately two years post implantation due to dislocation. During the procedure, the stem, bearing, liner, and head were replaced. No additional information available for the reported event.